Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 cubie was failed to open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected the device and resolved all drawer issues remotely and assisted the customer in fixing the problem before arriving on site. The repair was verified remotely, confirming that the drawer was functioning correctly. The system functioned as intended after the customer resolved the issue.